Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, when the setscrew was opened, it fall out and could not be inserted. The ipg was replaced with a different device. No patient complications have been reported as a result of this event.